Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error no set loaned on 8100 unit account name: (B)(6). Account #: (B)(6). (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech had error message comes up on 8100 unit case resolution: tech get error message "no set load" on 8100 unit before call in tech had replace the ail sensor & door latch, explain to tech that error message does if he can he can ruin the patient side occlusion test and the fluid side occlusion test also if those two test does not resolve the issue unit has to come in for repair. Tech thank me for my assist.